Event description:
Patient reported right breast implant deflation which occurred spontaneously while at home 2 weeks ago. Per chart, bilateral breast implants were placed [date redacted] - approximately 4 years ago. Right breast implant filled to 285cc, left breast implant filled to 275cc. Dual plane. Pt is scheduled to have both implants replaced on [date redacted] - in approximately 1 week. Note from [date redacted]: "this is a pre op visit. She is scheduled for surgery on [date redacted]. She has elected to remove her deflated right saline breast implant and intact left side saline implant and replace both with new silicone gel implants. She understands there is an additional charge to change from the saline to silicone from the company mentor. We provided her with the mentor checklist of possible risks with breast implants. I also reviewed with [redacted] the FDA's recommendation for screening for silent rupture of silicone breast implants beginning at 5 to 6 years following implantation and thereafter every 2 to 3 years for the life of the implant. We discussed the particular risks with this surgery including but not limited to bleeding, infection, unfavorable scars, possible delayed healing possible sensation changes possible need for other procedures as well as risks associated with general anesthesia. She noted that she did have a bad skin reaction to dermabond with her mini abdominoplasty requiring steroids and therefore we will not plan to use any skin glue and will minimize the use of adhesive possibly we will use steri-strips which she did not have a problem with in the past for her prior augmentation. I did answer all of her questions today to her stated satisfaction. [Redacted] also was presented with the mentor extended warranty."